Manufacturer narrative:
Insulin pump moisture damage was found on keypad traces. All buttons function properly. No unexpected audio or beep anomaly or button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. Insulin pump had moisture damage on electronic and motor assembly.

Event description:
It was reported that customer received a button error alarm and experienced moisture under display screen. Customer's blood glucose was 148 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.